Event description:
Report rec'd from abbott international (abbott-taiwan) which states that the spring at the cassette was broken. Upon further query, the following info was rec'd: "after infusing d10w for 4 hours, they found the spring inside the cassette was distorted and transfigure. The pt was infused 500ml's of d10w completely. The volume of the bag was more than 500ml's. The pump was set at 30ml/hr. Before the infusion, the pt's glucose was around 100-150. After the infusion, the pt's glucose was increasing to 350. There was no pt harm, but the glucose was increasing. The pt exhibited no symptoms of elevated blood glucose. Because the pt usually had lower blood glucose, the clinician did not give insulin. The user assumed it would take 4hrs to deliver, but it only took 2hrs to complete the infusion. After that, they did nothing to pt. They checked the pt's blood glucose again, after a few hours, the pt became normal again". Add'l pt info was requested, but no further info was available.